Event description:
It was reported that the transesophageal x8-2t transducer¿s sealant on the tip was coming off. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer replaced the transducer to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.